Event description:
Operative report of 10/18/94 states left capsuletomy with excision of granulomas of inferior medical breast; removal of ruptured gel material; removal of pt's ruptured left breast implant; right capsulotomy; removal of scar tissue and the right breast implant was removed intact except the outer lumen did not have saline.